Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the host pc did not boot up with the system. To resolve the issue, the rse guided hospital biomed to reboot the system and manually start the host pc by pressing the power button on the front panel during power-up. After restart, the system returned to use in good working order. The codes were updated based on the investigation outcome.